Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Whether the mentioned guide is a dentsply sirona product is currently in clarification. In case it is our product and has caused or contributed to the event, we will send an additional report for the guide. Trend is tracked and monitored.

Event description:
Customer reported: "#12 implant placed with guide, patient was very uncomfortable through procedure & felt pain with implant even though he should have had adequate anaesthesia. Implant was removed, patient felt better. Also placed an implant in #3 area and it went well the same day."